Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for non-malignant pain indications for use. It was reported that the patient was seen in their clinic in dec 2024 for a pump post magnetic resonance imaging (MRI). The healthcare provider (hcp) stated that after 4 hours and multiple status checks, the pump motor stall had not recovered. The patient was discharged with a prescription for oral medication and were told to follow up at the clinic. However, the patient never showed up and she did not know if the pump motor stall had recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.